Manufacturer narrative:
The investigation conducted by the field service engineer found the system to be made to specification with no issues found and the hospital has continued to use the system to perform surgery on patients. The site has been contacted for additional information related to this event. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that after a da vinci s mitral valve repair procedure, the patients blood pressure had dropped, the surgeon performed a mini thoracotomy to identify the sourse of the blood pressure loss. A leak in the mitral valve was found and a sternotomy was performed to repair of the valve; however, the patient expired before the valve could be repaired. The site has been contacted for additional information related to this event; however, no new information has been received as of the date of this report.